Event description:
It was reported that the patient with this implantable lead had experienced infection while using the product. As of this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).